Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 3 devices were evaluated in the field and the issue was confirmed; 1 device had loose components, 1 device had calibration issues, and 1 device had broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction event(s), where it was reported the scale was inaccurate. There was no patient involvement.